Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The target lesion was located in an unknown vessel. During the launch of an unspecified promus element plus stent, deformation occurred. There were no patient complications reported and the patient status is unknown.